Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: laywer.

Event description:
Ppd and asr medical records received. After review of medical records the patient was revised to address aseptic loosening and presence of recalled asr component status post left total hip arthroplasty resulting to pain. Noted there was a loose asr cup and large mom articulation. Asr cup slightly had fibrously ingrown. Cup was difficult to removed. 2 tissues were taken from the cup. There was a notch of the medial neck of the femoral stem were flipped cup had abraded. Reported 1 cm to 1.5 cm short leg length discrepancy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.